Event description:
Respiratory therapist reported the following: "pt. Vent alarming. Responded to vent - reset alarms. Vent re-alarming safety valve open. Pt bagged and vent changed out. Pt tolerated well. No adverse effects noted." Respiratory therapy manager reported that both the ventilator alarm and the remote alarm were activated and alarming during the reported safety valve open condition. Respiratory therapy called biomedical engineering to get vent. Biomed reported during eval of the ventilator he fhoud the remote alarm connector jack loose. Respironics service tech evaluated the jack connector and reported finding the posts on the connector were separated from the main board, causing the jack to operate intermittently when the connector was moved.